Event description:
It was reported that during a visceral procedure, after releasing eight clips, the device stayed blocked and was impossible to reopen. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.